Event description:
It was reported the "high coag" was weak.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition, the plastic trim was broken around the front corner of the case. The unit delivered rf energy correctly into the fixed resistors. The reported experience could not be confirmed. The generator performed within spec. Applicable software adn hardware upgrades were performed. The unit passed final testing and was recertified for use.